Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the healthcare provider (hcp) replaced the ins and "it worked great and about 3 months it didn't". Consumer also noted the hcp used a bulking agent with therapy and it "seems to be quite a bit better now". During the call, they synched to the ins which showed stimulation was on. Patient also explained they had bowel leakage about six weeks ago and the healthcare provider (hcp) suggested increasing stimulation. During the call, stimulation was changed and the patient was comfortable. They also noted having an appointment with their hcp on (B)(6) 2019. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: hcp reports in response to the "not working" issue that on (B)(6)2019 2 weeks post-op the stimulator was turned off. It was turned on and patient was instructed to follow up in 2 weeks to see if the urge incontinence improved. Then, (B)(6)2019 patient saw 60% improvement, but mostly bothered by leaking without awareness. The circumstances that led to "not working" was the device was not turned on. Bulking agent administered for leaking without awareness on (B)(6)2019. Post op visit on (B)(6)2019 device setting adjusted to program 3 setting 0.6 v and turned on again. When asked the actions taken to resolve the "not working" issue hcp stated device was turned off at visits (B)(6)2019 and (B)(6)2019. At visit (B)(6)2019 she states she is 90% better with symptoms. Adjusted device to program 3 setting, 0.7 v. No further patient complications have been reported as a result of this event.